Manufacturer narrative:
Evaluation: still under investigation.

Event description:
The whole cap pulled off during retrieval of an ivc filter. The physician grabbed the whole sheath and removed the whole thing. The filter is still in the sheath.